Manufacturer narrative:
Manufacturer ref: (B)(4). The device was evaluated by baxter. The eval confirmed the reported symptom of "bad air in line sensor." The eval found the upper and lower readings on the upstream sensor to be out of specification caused by a failed upstream sensor. This would make the device susceptible to air in line alarms. The upstream sensor was replaced.

Event description:
The customer reported that the spectrum pump has a "bad air in line sensor." No pt injury was reported. No further info was provided.